Event description:
Pt in surgery for a laparoscopic hand assist sigmoid colectomy. The applied medical epix universal clip applier, lot # 1329323, misfired two times (scissored/criss crossed) while being used by the surgeon. New ethicon clip applier opened to finish the case. No harm to the pt per the surgeon. FDA medwatch completed. Incidents of this type are being tracked and trended.